Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip is filed under a separate manufacturer report number.

Event description:
This is filed for the clip that was stuck and deployed in chordae, resulting in increased mitral regurgitation (mr). It was reported that the first mitraclip was implanted in the patient with functional mr reducing the mr grade from 3-4 down to 1-2. A second mitraclip was inserted to the left ventricle and became caught in chordae. When the mitraclip was retracted to the left atrium chordal rupture was noted. The second mitraclip was implanted and mr was grade 3. A third mitraclip was inserted and also became caught in chordae. This mitraclip was unable to be removed from the chordae and was implanted where it was stuck. Mr grade was 4 after the third mitraclip. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event and a review of the complaint history of the reported lot identified no similar incidents. The reported patient effects of failure to retrieve mitraclip system components and worsening mitral regurgitation(mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the clip entanglement in the chordae (entrapment of device component) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization issues, user technique) that resulted in the clip interacting with the chords; however, this cannot be confirmed. The reported patient effects of worsening mr and foreign body left in patient appear to be related to procedural conditions, due to the clip becoming caught on the chordae and unable to be freed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.